Event description:
It was reported that due to lack of an atrial lead, the device was unable to calculate the percentage pacing on the "quick look" screen of the programmer, but the histograms do show the percent pacing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.